Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced a burned main lamp during a diagnostic colonoscopy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.